Event description:
Additional information indicated that the system was off until just before the patient tried to charge it when the event first occurred. One day later it was reported that, while the patient was in the store, the device "turned on for no reason" and shocked him. When he checked the device, it was off. It was stated that the patient didn't see the device being on, he just assumed it turned on because he got shocked. It was stated that the lead was located above patient's eye brow and routed down to ins in his chest. It was also reported that there was no error code. It was stated that the patient complained of a spontaneous jolting sensation with no obvious correlation to position, movement, activity, etc. It was stated that the patient was going to turn his implantable neurostimulator (ins) off for 1-2 weeks to allow more time for healing. More than two weeks later it was reported that "the patient continued to complain of spontaneous increases in stimulation or his perception of stimulation." It was stated that the patient had a host of other medical issues without clear causes. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v818007, implanted: (B)(6) 2013. Product type: lead: product ID 3708320, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient implantable neurostimulator (ins) would turn itself on and off or up and down. It w as reported that the patient would get a ¿sudden jolt of stim¿. It was noted that the lead component of the ins system was implanted above the eyebrow (supraorbital) and that the patient felt the jolt at that site. The jolt (shocking) could not be recreated by pres sing on the ins (located in the chest). This was noted to be not positional and that there was no activity or pattern to when the shocking occurred. The patient used the stimulation at around 2 to 3 volts and reported seeing 7 to 8 volt setting when using the patient programmer during the shocking. The patient stated that they are not always around the programmer when the amplitude increased and denied updating the amplitude accidentally. It was noted that the shocking was not isolated to an environment, time of day, position, or location. An impedance checks had been fine ¿every time¿. In addition, the patient had never been reprogrammed with cycling or scheduled therapy. It was not believed that the patient was checking the amplitude of an incorrect group. It was reported that there was ¿one particular door¿ at (B)(4) where the patient noted that the ins consistently turned off. The patient stated that they can use other doors and not experience the device turning off. The patient verified that the ins was off via the programmer unit. Logs from the ins did not show a power-on-reset had occurred. The patient was considering having the device replaced. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient received a shocking or jolting sensation while recharging their device. It was stated that, while recharging the night before report, the patient's device spontaneously turned off, and the recharger showed a "power on reset" (por). After approximately two minutes, the stimulation "kicked back on" at a high amplitude then it had been previously set at, resulting the patient being "zapped." The device then returned to the previously programmed amplitude. Approximately 30 minutes later, the patient again tried to recharge, and the same sequence of events occurred, resulting in another shock. The stimulation was left on and was working fine, but the patient had not tried to recharge since the shocking incident. It was reported that the next day, the patient was shocked in the shower. The patient was not recharging at that time. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient was recently reprogrammed and was monitoring their paincoverage at the time of report. The patient experienced more "spontaneous" episodes of increased amplitude which was as high as 8.1. It was noted the patient's lead was placed supraorbitally and the patient "did not have a sensor that would allow for adaptive stimulation to account for the changes." It was noted the patient was considering explant.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it was functionally okay with insignificant/no significant anomalies. Analysis of the lead found that there was no significant anomaly/the distal end was stretched. Analysis of the extension found that there was no significant/the extension body was cut through and the product segmented. Analysis of the accessory kit model # 3550-29 found that there was no anomaly. Analysis of the bumpy anchor found that there was no anomaly.

Event description:
Additional information received reported that the patient had 2 more instances of random shocking. It was noted that the patient was having an appointment with their health care provider (hcp) the next day to discuss a possible lead revision. The manufacturer representative would not be at the appointment. Additional information received reported that the surgery was not scheduled yet but had been requested. The health care provider (hcp) requested surgery for replacement of peripheral nerve stimulator battery but didn¿t mention revision or replacement of the leads. It was reported that there was nothing in their notes to say that the system was malfunctioning and that there was nothing noting shocking or intermittent stimulation. There was a note saying they needed to have documentation of generator malfunction for explant as referenced when they talked to the manufacturer representative. It was noted that the manufacturer representative might not have been at the appointment but might have been called by the hcp. It was reported that the hcp notes indicated that they were considering the option to do the MRI safe technology with the new replacement. It was noted that the hcp might take the leads out, then deal with the patient¿s knee issues, and then implant the new system. Additional information received reported that the manufacturer representative had not been in contact with the hcp since their last email. After speaking with another manufacturer representative who was at the last visit, they had a suspicion that the patient might have been trying to get a MRI safe generator because they needed an MRI for another condition. It was reported that the patient did not understand that they still would not be able to have an MRI with the new battery due to lead location and being non-shielded. It was reported that the manufacturer representative planned to follow up with both the hcp and the patient. The manufacturer¿s technical services had not been able to identify any problems with the patient¿s stimulator when examining the file. It was reported that the patient¿s complaint of spontaneous increases in amplitude was believed to be due to the perception of amplitude due to changing facial expressions. It was noted that the manufacturer representative had observed one when they were with the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the shocking occured randomly not just at the specific department stores and that it had happened while the patient was sitting on their couch. When the shocking episodes occurred the patient checked the ins with their programmer and saw that the amplitude had changed from their normally programmed 3.0v to 7.2-7.8v. It was reported that the shocking had occurred several times in the previous months with the most recent shock occuring on 2013 (B)(6). It was reported that when the patient went into a department store it felt like they had a "huge muscle spasm" in their forehead. Additional information received reported that the patient had not used their system for a couple of weeks.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v818007, implanted: (B)(6) 2013, product type: lead. Product ID: 3708320, serial# (B)(4), implanted:(B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-29, product type: accessory. Product ID: 97791, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the implantable neurostimulator (ins), extension and lead were explanted on (B)(6) 2013. It was noted the patient reported a malfunction of the ins, but analysis did not support. The patient status after device removal was recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had intermittent stimulation in the past and had two shocks when entering specific department stores.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.